Event description:
It was reported that screens inside the room are flickering on and off. This issue may result in a degraded image quality that can prevent completion of an exam. There was no reported pt injury associated with this event.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction was previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001. A follow-up report will be submitted when the investigation is complete.